Manufacturer narrative:
Investigation results: summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A batch history review showed no non-conformances associated with this issue during the production of this batch. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found a leakage may occur as a result of a damage in the plunger lip. Without the sample for evaluation we cannot verify this to be true for the product you reported. If a sample becomes available this complaint will be reopened and investigated fully. Conclusion: sample evaluation n/a. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2028 ((B)(6) 2018). We have also reviewed the barrel lots #8050842, #8043958, and #8037757 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8050852, #8043963, #8037764, and #8030580 and no problems, defects or qn related to the reported issue were found. Root cause: root cause analysis we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: no samples available for evaluation. No issue found in the bhr. We could not confirm the reported issue.

Event description:
It was reported there was leakage found by the plunger on a bd discardit¿ ii syringe during use. There was no report of exposure, serious injury or medical intervention.